Manufacturer narrative:
E.1. Zip code: 37100 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported right side thin layer of periprosthetic fluid, ovoid expansive formation with clear margins and folds. The device has been explanted.

Event description:
Physician reported right side thin layer of periprosthetic fluid, ovoid expansive formation with clear margins and folds diagnosed by MRI. The device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ seroma-late: unable to observe as it is not related to the manufacturing process. ¿ crease/folding of implant: observed creases on device. ¿ lump/nodule: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, broken device and missing were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.3., h.6.